Manufacturer narrative:
Date of event reported as (B)(6) 2014; it is unknown if that is when the plate broke or when it was discovered broken. (B)(6). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had a skiing accident on (B)(6) 2014. The patient had a fracture on his left leg and got an external fixator. On (B)(6) 2014 surgery took place to remove the external fixator and implant a plate and lag screw. On (B)(6) 2014, the patient underwent a closed reduction and internal fixation with a liss plate. Several plastic surgery procedures were also performed. The patient remained in the hospital from (B)(6) 2014. The patient then was transferred for follow up care. The plate broke post-operatively and was revised on (B)(6) 2014. It was reported the patient experienced pain related to the broken plate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported an x-ray confirmed a broken plate of the left tibia, believed to have been caused by the patient not following discharge instructions of partially burden weight on the fractured leg. The patient was reported to have fully weight burdened the fractured/plated leg. This is report 1 of 1 for com-(B)(4).

Manufacturer narrative:
Additional common device name: hwc. Lot number reported only as 782392, the lot has been confirmed to be 7823927. (B)(4). No nonconformance reports were generated during production. Review of the device history record showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.